Event description:
It was further reported that the product fault did not cause or contribute to any adverse patient health effects. The patient used an alternative pump.

Manufacturer narrative:
Other text: b5: updated with additional information. H6: patient code updated reflect code 4582.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's issue was confirmed. The error code was replicated and found to be a microprocessor board issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error 41625. There were no reported adverse events.